Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. Olympus repair center could reproduce the reported phenomenon and found the device didn't have a malfunction. The exact cause of the reported event could not be conclusively determined. Omsc surmised from the evaluation by olympus repair center that this phenomenon attributed to a malfunction of the camera head. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.